Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with no delivery alarms on customer's insulin pump. The customer's blood glucose level at the time of incident was 584mg/dl. The customer treated the high with pump. Troubleshoot was conducted. The customer was advised the alarm was resolved by complete set change. The customer was advised of possible site occlusion. The customer was advised to monitor the device.